Event description:
On 24-mar-2026, a facility representative reported via (B)(4) that an ar-601-tbc8 tib bea-ring trial piece became broken during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.